Event description:
Subsequent to the initially filed report, the following information was received: the armada 35 percutaneous transluminal angioplasty balloon catheter was advanced with no resistance. The balloon ruptured after one inflation at 10 atmospheres. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the reported balloon rupture could not be determined. It is possible that the rupture occurred due to interaction with anatomy or associated devices causing damage to the outer surface of the balloon material; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: method code 4115 was removed. Device status changed from no, not returning to yes, returned. Evaluation summary: visual analysis was performed on the returned unit. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the information provided, a conclusive cause for the reported balloon rupture could not be determined. It is possible that the rupture occurred due to interaction with anatomy or associated devices causing damage to the outer surface of the balloon material; however, this could not be confirmed. The noted separation of the balloon and inner member likely occurred due to the ruptured balloon material catching on the introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Device codes: 1562 labeled 1528 labeled 2017 labeled. Internal file number: (B)(4). Device code 2017: above rated burst pressure. Conclusion code updated from 67 to 61. Visual analysis was performed on the returned unit. The reported balloon rupture and separation was confirmed. The difficulty removing was not replicated as it was based on procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. In this case, it was reported that the balloon ruptured after one inflation at 10 atmospheres. It should be noted that the rated burst pressure (rbp) for this device is 8 atmospheres, as indicated on the product label. The armada 35 instruction for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. It is likely that inflating the balloon above rbp caused or contributed to the balloon rupture, resulting the cascading effects of separation and difficulty removing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis identified that the 14.0x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter inner member and balloon were separated. Additional information received confirmed that the balloon separation was noted during the procedure. The pta catheter was removed as a single unit with some anatomical resistance due to the rupture; however, force was not required for removal. Post-procedure fluoroscopy confirmed that all pta catheter pieces were removed from the patient anatomy without the need for further intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 14x40mm armada 35 percutaneous transluminal angioplasty(pta) catheter balloon ruptured during inflation. Another armada 35 pta catheter was used to successfully complete the procedure. There were no adverse patient effects, and there was no clinically significant delay in the procedure. No additional information was provided.